Manufacturer narrative:
This unit was returned for failure analysis. The reported issue was confirmed but could not be replicated. Analysis of the system error logs revealed entries for errors 31089 and 170, which matched the reported issue. These log findings corroborate that the error occurred in the field, with evidence indicating an intermittent fault associated with a fiber optic cable¿specifically, a firefly optic cable (ff3) located in the common compute controller (ccc) patient side cart (psc). Visual inspection did not reveal any issues related to the event. The ccc psc was installed onto a known good psc system and powered on with no issues. Subsequently, the golden system underwent 10 power cycles while sitting idle for 10 hours. Upon completion of testing, the system error logs were inspected, but no errors could be identified. Msc_pic: when the blue cable from psc was connected to port 3 on the vision side cart (vsc), the light level at this port was lower than expected (see attached image). After moving the blue cable from psc to port 2 on the vsc, the measured light level at port 2 on msc_pic was also below expectations. While the initial error could not be replicated, analysis points to an intermittent fault associated with the fiber optic firefly cable (ff3), particularly the blue cable. The consistently low light levels observed during testing support this conclusion. It is recommended to replace or further investigate this cable to prevent recurrence of the connection issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) and blue fiber pigtail to resolve the issue. System was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a patient cart not connected message occurred. The technical support engineer first guided the representative to perform a hard power cycle of the system. After the restart, the engineer instructed the representative to check all blue fiber cable connections. The representative observed that the top left port on the vision tower was loose, so it was reseated into the bottom vision tower port and the system was powered back on, but the issue persisted. The customer reported event has no report of patient injury.